Manufacturer narrative:
The cls remains implanted. The root cause of the hematoma cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "seroma or hematoma at surgery sites". The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was hospitalized and evaluated for a possible infection at the evoke closed loop stimulator (cls) implant site. A magnetic resonance imaging (MRI) was performed, and the physician¿s evaluation identified a hematoma and infection was ruled out. No additional interventions were reported to be completed.